Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired a malformed clip. The clip was retrieved using a grasper and after several attempts the vessel was clipped successfully. There was some bleeding, but unknown how much blood loss.

Manufacturer narrative:
Info anticipated, but unavailable at this time.